Event description:
Procedure: low anterior resection. According to the reporter: during the case, the surgeon did not staple through the staple line with the eea closure. The tissue was thick. The surgeon always performs a leak test / air test during his procedures. The pt was re-admitted to the hospital two weeks post operative for a leak. A re-operation was performed to address the leak and a temporary diverting colostomy was performed.

Manufacturer narrative:
(B)(4).